Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During troubleshooting with technical assistance center (tac) the customer connected the serial digital interface (sdi) signal directly from the cv-190 to the easy link adapter resolved both image and delay issues. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to an issue at outside of the olympus device finding a video routing failure behind the wall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was determined during the evaluation, that the video system center exhibited no image. There were no reports of patient harm.